Event description:
It was reported that the patient presented to the hospital with syncope. Loss of capture due to dislodgement was observed on the right ventricular (rv) lead. The lead was reprogrammed and a temporary pacing wire was placed until the lead could be revised. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.